Manufacturer narrative:
The device was received for evaluation.the reported problem 'false downstream occlusion' was not reproduced during evaluation. During evaluation, the device passed downstream occlusion and the pump was running properly.the reported problem 'the pump is still running even though its been shut off' could not be reproduced during evaluation. During evaluation device was sent to the flow line for a flow accuracy test at 125ml/hr with vtbi of 125ml. Device infused 118.218, which yielded an error percentage of -5.426%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. The causality was determined to be out of adjustment hooks. Hook adjustment is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false downstream occlusion and pump was still running after been shut off. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.